Event description:
It was reported that during testing conducted at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported overheating was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, damaged bearings were found, which can lead to friction and can result in overheating.